Event description:
The pt reported, a change in stimulation and experienced dizziness with the stimulation on. Lead migration was confirmed and the pt decided to explant the system. The pt is reportedly doing well.